Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Investigation completed by: (B)(6), pr #: (B)(4), cr#: (B)(4), type: MDR with sample, part #: 381023, lot #: unknown. As reported: adapter/connector defective/damaged. Event description: after catheter placement, hcp couldn't connect a syringe to the catheter adapter. Then confirmed the actuator was out. When bdj received the product, the actuator was out of the catheter adapter. Lot analysis: device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: although the review of the DHR is required for all MDR per (B)(4), a review could be performed as no lot number was provided for this incident. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 ¿ o-n/a level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one used iag/bc 22ga catheter/adapter from unknown lot number. Visual/microscopic examination: no bends, crimps, holes, kinks, splits, or wrinkles were observed in the catheter tubing. No mechanical/physical damage was observed to the wedge, inside/outside of the adapter. Functional test: a functional assessment of the connection compatibility of the returned catheter/adapter assembly was conducted to evaluate the reported incident. Connected a 10ml bd iso standard luer-lok and 10ml bd iso standard slip luer syringe to the female connection site of the adapter. Test description method no results visual/microscopic, n/a, see observations and testing. Functional test, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; the returned catheter/adapter assembly provided for evaluation performed and met manufacturing specifications in relation to adapter/connector defective/damaged. Investigation conclusion: conclusions: the defect adapter/connector defective/damaged, as stated as the reported code was not confirmed with the returned catheter/adapter assembly. The actuator being removed from the catheter/adapter would not affect the connect ability to other mating devices. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieve with the evaluation performed returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause: relationship of device to the reported incident: indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ auto guard¿ bc shielded IV catheter failed to function properly as the hcp couldn't connect a syringe to the catheter adopter. There was no report of injury or medical intervention.